Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of less than 200 ohms. Other lead measurements were noted to be normal. No adverse patient effects were reported. The device remains in service.